Event description:
Procedure: hysterectomy. According to the reporter: the needle broke in the middle at the suture junction. Removed device and finished with another. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).